Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which the ipg was explanted.

Event description:
It was reported that following an MRI where the device was placed into MRI mode, and the patient is unable to disable MRI mode. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
B3: event date is estimated. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.